Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported the MRI was scheduled for 2016-dec-19.

Event description:
Additional information was received from a healthcare provider on 2017-jan-05. It was reported that the MRI identified no evidence of a granuloma. Instead, the patient was diagnosed with severe central canal stenosis. It was noted that the stenosis was thought to be the cause of the previously reported symptoms. Additional information was received from a healthcare provider on 2017-jan-17. It was reported that the cause of the patient's central canal stenosis was degenerative arthritis. The central canal stenosis was not thought to be related to the device or therapy, and the patient was referred to a neurosurgeon to address the issue.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving hydromorphone concentration not reported at 0.9908mg/day via an implantable pump. The indications for use were post lumbar laminectomy syndrome and spinal pain. Compatibility guidelines were requested for an MRI. The patient was having an MRI checking for possible granuloma. The patient was having pain and weakness in both legs. Standing and walking was difficult.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.